Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The patient had a catheter issue in (B)(6) 2012. The catheter was revised. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.